Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee (bk). A 2.0mm x 40mm x 145cm coyote es balloon catheter was advanced for plain old balloon angioplasty. However, during third inflation at 10 atmospheres for 35 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon is loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. There are numerous hypotube and shaft kinks. Microscopic examination of the device revealed that there is a balloon pinhole 6mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee (bk). A 2.0mm x 40mm x 145cm coyote es balloon catheter was advanced for plain old balloon angioplasty. However, during third inflation at 10 atmospheres for 35 seconds, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.